Event description:
Had clamshell repair last monday at the connection site of perc lead and system controller. Noticed this morning flashing 4 green light and came to ed - did not resolve with controller change. Assumption is connection site under clamshell is issue.